Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller (unknown lot number) were not returned for evaluation, as the vad remains in use and the controller¿s location is unknown. A review of the device history review was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. A possible root cause of the reported vad stopped event can be attributed, but not limited, to the reported disconnection of both power sources from the controller as described in the event details. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. Based on review of past adverse events, it was noted that this patient had a history of syncope events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial: unknown. H3: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient awakened during the night to use the bathroom and mistakenly disconnected both batteries which resulted in a pump stop. The patient developed syncope and fell on his head. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
Additional products d1: heartware ventricular assist system ¿ 2.0 controller d4: model #: 1420/ catalog #: 1420/ expiration date: unk/ serial or lot#: unk, d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: unk, h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.